Event description:
It was reported that the customer's insulin pump alarmed during the prime process and requested assistance with uploading the carelink. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.